Event description:
It was reported that a fractured screw had been found within an implant that had been returned due to an alleged fracture. This screw fracture had been recorded under another report this issue was discovered during bench-testing. The customer later confirmed that they were aware of the fractured screw, but this was not known to the manufacturer at the time of the initial fractured implant complaint. .

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D4: catalog number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.